Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: pt self tester was bleeding from spots on his arms over the past week. Date: last week, time: ng, lab: 1.9 (no dose change); (B)(6) 2012, 8 am, 5.4 (venipuncture). Pt tested during a scheduled dr visit and then tested on the inratio meter at home with the following results: date: (B)(6) 2012, time: 2 pm, inratio: 2.4. Pt self testers wife performs test using microsafe tube. She varies in procedure and states that she collects the sample prior to the green light coming on the meter, but by the time she collects enough sample the green light is on. Technical svs sent a new inratio meter and strips to the pt.